Manufacturer narrative:
Historical data analysis: (4109/213) the review of the historical data indicates that no other similar complaint was reported for the same serial number and reported failure mode. Trend analysis: (4110/213) the overall 24 month product complaint trend data for the period (apr-2019 through mar-2021) was reviewed. There were no triggers identified for the review period. Analysis of production: (3331/213) the device history records review concluded that there were no ncmrs, rework, or deviations documented for the reported serial number. Based on the DHR/lhr review results, it was determined that there is no relation between the manufacturing process and the reported failure.

Manufacturer narrative:
A getinge field service engineer (fse) evaluated the iabp and was unable to reproduce the reported issue. All functional and safety checks to meet factory specifications was performed. Unit passed all functional and safety test per factory specifications. The iabp was then released to the customer and cleared for clinical service.

Event description:
It was reported that multiple autofill errors occurred with the cs300 intra-aortic balloon pump (iabp) while on a patient, and the issue could not be resolved. The customer switched iabps before contacting getinge, and pumping was successfully alarm free. The iabp has been pulled from service. No patient harm, serious injury or adverse event was reported.